Event description:
Customer is a first time user of test strips who reported low readings. Customer is pregnant and is in daily contact with her physician (obgyn). When she reported obtaining (at different time) readings of 82, 75, and 63 mg/dl to her dr., she advised her to discontinue using test strips and to use another brand of test strips. The customer did not have normal control solution so a control solution test could not be performed with the rep. With the rep the customer performed a check strip test. The result was 87 versus a check strip range of 72-98. The desiccant is in the open bottle. The customerr stores her test strips in her bedroom.